Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-45, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that seven days post implant the right ventricular (rv) lead would not capture at eight volts. It was noted that the physician observed at the lead revision that someone had put the df-1 pin in the is-1 port. Company technical services representative indicated that the lead pin plug is not interchangeable and would not fit. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the overlay tubing of the lead was extrinsically breached due to a cut and visual summary analysis of the lead indicated apparent explant damage.